Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not stay on. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, the customer's device was able to power up with no issues. Based on the evidence, the complaint was not confirmed, and no fault was found.